Event description:
The customer's husband reported that the customer was hospitalized, due to hypoglycemia. The customer's husband state that he found the customer unconscious, so he called the paramedics who transported the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.